Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was low, and the patient experienced throwing up. An ambulance was called by the patient´s husband, and when the paramedics took a fingerstick the cgm was reading low, and the blood glucose reading was 13.0 mmol/l. When ketones were testes, these were 2.3 mmol/l. The patient was reported to have diabetic ketoacidosis and was brought to the hospital. At the hospital the patient received both treatment with intravenous insulin, as insulin per injection. The patient was discharged after 3 days, and at the time of the report the patient was stable. There was no documentation of further medical intervention. It was confirmed that the blood glucose reading of 13.0 mmol/l was reported as such by the reporter. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.